Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new replacement is not displaying low reading results; customer reported that obtained low readings results and customer is experiencing low glucose symptoms; this new information will be assessed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 48, 47 and 48 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6), a back to back blood test was not performed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/20/2019 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6) .

Manufacturer narrative:
(B)(4). Customer returned the product on 10/04/2016;qc lab received on 10/11/2016;qc lab evaluation completed on 11/08/2016. Investigation completed and product evaluated: the returned meter and test strips did meet all the testing performance. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:user's test strips had a poor fill. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new replacement is not displaying low reading results;customer reported that obtained low readings results and customer is experiencing low glucose symptoms;this new information will be assessed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 48, 47 and 48 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 20146, a back to back blood test was not performed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/20/2019 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all of the abover readings.